Event description:
It was reported that during a roux-en-y, the surgeon reported, the pt had a leak in the staple line; no other info was available at this time. It is unk how they completed the procedure. The device was discarded. Additional info: per the rep after talking with the surgeon's clinical assistant - there was a leak, the original surgery date was (B) (6) 2009. The reoperation was on (B) (6) 2009. There was a leak at the jejunum junction and the procedure was a lap roux-en-y. The pt was a female and currently in rehab in the hosp. According to the clinical assistant, the pt nearly died. The other surgeon who was in the surgery, reported that everything looked normal, however, he could not recall specifically inspecting the staple lines. The surgeon has been reminded to wait for compression before the device is fired. The surgeon has agreed to meet with the ees associates to review the case and be re-inserviced on the product. A supplemental report will be sent with additional info.

Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for eval.